Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02-may-2018 with the following findings: evaluation revealed multiple cracks in the battery compartment. There was evidence of moisture corrosion in the battery compartment. A leak test revealed a battery compartment leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed multiple cracks in the battery compartment. Evaluation also revealed moisture corrosion and a leak in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 02-may-2018.